Event description:
Respiratory care manager reported to nova sales representateive that they received an electrical shock while moving the nova 57pccx analyzer from one location to another on nova stat cart equipped with ups power supply. The analyzer was connected to the ups and the ups was connected to a wall outlet. The subject reported that they received an electrical shock when with one hand they disconnected the power cord from the wall socket to the ups and they touched the analyzer with the other hand.